Event description:
The complainant reported that a pt had a j-tube enteral feeding device placed in 2004. During a post procedure follow-up on the pt that took place 3 mos later, a wound infection was identified. The device was then removed from the pt. The infection was reported as resolved as of a mo later. Numerous attempts were made to obtain additional event and pt information from the complainant. All attempts were unsuccessful.